Event description:
The valve was explanted due to pannus impeding leaflet motion. At explant, the left ventricle was "very" hypertrophied & the valve "quite" stenotic. Pannus ingrowth protruded into both leaflets, preventing full opening. A "considerable" amount of inflammation was present at the implant site. The left & right coronary buttons were "quite" adherent to the valve & were damaged during valve removal; therefore, they were oversewn & ligated & a triple CABG procedure was performed. A 20 mm homograft was implanted & the patient was noted to be in "critical but stable" condition. According to the path report, stains of the native aortic root revealed fresh clot. The leaflets, which had been excised at explant, contained clot & 2 leaflets had "tannish-pink friable vegetation(s)". The remaining valve fragments were described as "fibrotic" with myxoid change.